Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician positioned the cypher select plus 3.0 x 13 mm stent at the target lesion and attempted to deploy the stent. It was noted that pressure could not be built-up in the balloon when applied with the inflation device. The stent delivery system (sds) with the stent still mounted on the sds balloon was removed successfully from the patient. The physician suspects that the luer hub of the sds was cracked. There was no reported patient injury. The patient was successfully treated using another similar product. The product was not re-sterilized. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no difficulty reported in flushing the device or attaching the inflation device. No additional information was available.

Manufacturer narrative:
This product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be provided within 30 days of receipt. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14023942 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Five (5) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the two (2) rejections by "hub damaged" is not necessary to take an action in the process as impacted, the lot was liberated and the pths was closed. Proximal shaft assembly. Subassembly (B)(4), lots 0107080366, 0107080369, 0107080274, and 0107080278 were reviewed. No other issues were noted that were considered potentially related to the reported complaint. The parameters of the luer hub molding were reviewed and they were found within specification requirements.